Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center after obtaining discordant results on quality controls for multiple assays. During a review of the instrument files, it was discovered that quality controls had been had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for chloride (cl), total bilirubin (tbil), direct bilirubin (dbil), troponin (ctni), mass creatine kinase mb (mmb), and high sensitivity c-reactive protein (hscrp) were within range despite being aliquoted onto other qc material. No patient samples were run for any assay. There are no reports of adverse health consequences due to the qc being dispensed into the same aliquot wells as other qc material.